Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Patient had a gastrointestinal bleeding and ventricular tachycardia and was therefore unable to go through an explant procedure. Patient came to the emergency room and had a do not resuscitate and unresponsive state. No further information is available at this time.